Event description:
It was reported that a patient presented in clinic for a follow up. A computed tomography was performed and a dislodgment was found on the left ventricular (lv) lead. On (B)(6) 2022, the physician elected to explant and replace the lv lead. The patient was recovering after the procedure.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.